Event description:
It was reported that the ilet user consumed coffee and crackers and contacted support more than 30 minutes after starting the meal, at which time the blood glucose was 184 mg/dl. The agent advised against entering a late meal announcement because the ilet had already delivered correction and provided education to enter future meal announcements before the first bite. Symptoms included hyperglycemia. Outcomes included no alarms and no medical intervention or hospitalization. Investigation included user interview and product-use review. Investigation of this case revealed use error related to a missed meal announcement with the ilet system functioning as designed and delivering corrective insulin. It was concluded, based on previously established findings for similar reports, that the cause was user error due to failure to follow instructions for use regarding timely meal announcements.